Manufacturer narrative:
Block d.2b: approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Block d.2b: approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed awaycorrection: adding additional suspect medical device components involved in the event:model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 20351226.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI) #: (B)(4).model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 20351226.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4276batch/lot number: 20332075.model/catalog description: clik anchor hex wrench 3 inch.unique identifier (UDI) #: (B)(4).model number/catalog number: sc-4316.batch/lot number: 20332076.model/catalog description: clik anchor.unique identifier (UDI) #: (B)(4).